Event description:
It was reported that the ilet pump exhibited a hardware issue characterized by a broken or cracked screen, rendering on-device use unreliable and prompting shipment of a replacement unit and instructions to return the original. Symptoms included no reported clinical effects. Outcomes included no reported impact on health, medical intervention, or hospitalization. Investigation included review of the device problem as a screen integrity failure and confirmation that the device should be shut down and that backup therapy is advised while awaiting replacement. Investigation of this case revealed a device display damage consistent with screen breakage, with no alerts or alarms reported, and no transfer of data to the replacement required. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to a manufacturing or design defect.